Event description:
A distributor contacted dexcom technical support on (B)(6) 2014 and claimed that they were contacted by a patient on (B)(6) 2014 who claimed that cgm displayed inaccurate values. According to the distributor, patient claimed that displayed cgm values were higher than observed fingerstick values. At the time of the call, the distributor claimed that the patient reported sustaining no injuries and sought no medical intervention.